Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument associated with this complaint and completed its investigation. The failure analysis (fa) investigations replicated/confirmed the reported complaint. Fa found the primary failure of frayed pitch cable to be related to the customer reported complaint. The instrument was found to have a frayed pitch cable at the distal end. The root cause is attribute to a component failure. Additional observations not reported by site that are not related to customer reported complaint: the instrument was found to have mechanical indentation damage to the proximal clevis. Root cause of this failure is attributed to mishandling/misuse the instrument was found to have mechanical indentation damage to the monopolar yaw pulley. The instrument will be transferred to failure analysis engineer (fae). Initial findings were partially confirmed by fae. Upon taking a closer look at the damage on the monopolar yaw pulley, it was determined that the monopolar yaw pulley was broken. It was observed that when the wrist is not articulated, the damage to the proximal clevis, pitch cable, a yaw pulley was all in the same area. The damage was most likely cause by the instrument colliding against something or with another instrument/tool. The root cause of this is attributed to mishandling/misuse. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument logs for the permanent cautery spatula instrument (part# 420184-14 / lot# n12210308-275) associated with this event was performed. The instrument was last used on 23-nov-2021 on system rsh0049. The alleged event occurred on the 7th use of the instrument. The cleveland clinic akron general site does not own system rsh0049 or an si system so an event verification could not be performed at this time. Per the log review, the system rsh0049 is owned by intuitive surgical, inc. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed a permanent cautery spatula instrument had a frayed wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.